Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the error message e433, could not be identified. Presumably, the service business center was unable to reproduce the complained error. The error message e433 occurs when the effective value of the output signal, which was set for testing purposes, falls below the specified limit of 130v when the device is started, which normally indicates a low-resistance diode chain. The esg-400 is then restarted for safety reasons. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hf unit "esg-400" had a broken bipolar connector and it displayed an error code e433. The issue occurred during reprocessing for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.